Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages with multiple cartridges during the load process. Customer's blood glucose level was 187 mg/dl. Customer delivered a shot to address blood glucose levels. Reportedly, customer has back up injections for continued insulin therapy.